Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of manufacture is unknown.

Event description:
A customer reported that on (B)(6) 2011 he received a reading of 472 mg/dl (26.2 mmol/l) on his freestyle navigator continuous monitoring system which he compared to a reading of 168 mg/dl (9.3 mmol/l) received on a competitor's meter. Customer further reported he self-administered an unknown amount of insulin in response to the reading of 26.2mmol/l and subsequently experienced unspecified hypoglycemic symptoms, which resulted in a loss of consciousness and a "coma". Customer additionally reported sustaining a bump on his head, a painful hip and a "black eye". No third-party emergent medical intervention was reported. Customer self-treated by self-administering a glucagon injection and eating bread and sugar. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's receiver was returned and investigated and the complaint was not confirmed. No new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing.